Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316 lot #: 16588634 description: next generation anchor kit-sterile sc-8216-50 (sn (B)(4)). The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 9 cm from the paddle end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. Cables are exposed at the fractured portion of the paddle end. The clik anchors are intact and no parts of it are missing. Sc-4316 (ln 16588634). Device evaluation indicated that the clik anchor passed visual test performed.

Event description:
A report was received that the patient was experiencing loss of stimulation, jolting sensations and difficulty fully charging the ipg. All contacts on the patient¿s left lead had high impedances. Database analysis revealed no anomalies. The patient underwent a revision wherein the lead was replaced due to malfunction. It was reported that the patient¿s charging issue was resolved after the revision and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation, jolting sensations and difficulty fully charging the ipg. All contacts on the patient¿s left lead had high impedances. Database analysis revealed no anomalies. The patient underwent a revision wherein the lead was replaced due to malfunction. It was reported that the patient¿s charging issue was resolved after the revision and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.